Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/ confirmed. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure (optical cranial tumor resection), the surgeon experienced an unexpected full system shutdown during surgery. To proceed with the surgery, he simply turned system on and verified the initial registration that was saved. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated, however the system logs were not available, therefore unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.